Event description:
The pt was revised because of synovitis, poly wear of the patella was noted.

Manufacturer narrative:
The investigation could not draw any conclusions about the root cause of the reported synovitis. Examination of the polyethylene patella found anticipated wear for a device implanted approximately 11-years. A search of the complaint database did not show any other reports against the manufacturing lot. The initial reporting stated the product was not suspected of failing to meet specifications or contributing to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.